Event description:
The "trigger" broken during impaction. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Evaluation results indicate that the event was caused by the locking mechanism being impacted by a mallet. Corrective action has been implemented whereby the locking mechanism is now welded instead of screwed to the instrument.